Event description:
Caller reported that pump became hot to touch, and a temperature alarm was recorded. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support decided to replace the pump while advising the customer on how to handle and return the problematic pump. Customer will continue using the current pump as a backup and acknowledged all instructions given, including those for receiving and managing the replacement pump.